Event description:
It was reported that the pump was under-infusing by over 10%. At 30ml/hr it is delivering at around 26.6 ml/hr, and at 100ml/hr it is delivering at around 90ml/hr. The pump was new and not yet entered service. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed/duplicated. Accuracy test was performed- test failed (-6,334%, -6,277%, -6,469%). The cause was a defective expulsor. The expulsor was replaced and functional testing performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.